Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the scope connector could not be identified and the root cause of the issue could not definitively be determined, however, due to an observed cut/leak in the bending section, it is possible that device reprocessing was not properly performed. The event can be detected/prevented by following the instructions for use sections below: - olympus gif-h170 operation manual chapter 3 preparation and inspection. - olympus gif-h170 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers¿ allegation of scope error and stain on the light guide lens was confirmed. The following additional findings include: the bending angle wire is out of standard value due to wear of the angle wire, up down knob clearance is out of standard value, cut on the bending section cover, distortion of the distal end, separation of the switch 1making a problem with the operation feeling of the switch, light stain on the lens guide lend due to contamination, charge coupled device lens was broken, light guide lens discolored and broken, bending section adhesive is off and lifting, wrinkles on the connecting tube, broken connecting tube protector, scope connector was broken and deformed, broken light guide connector and a wrinkle on the video cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while preparing for use an e315 scope error code was displayed when using the gastrointestinal videoscope. A stain on the light guide lens was also reported. The diagnostic procedure was completed using a similar device. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, residual fluid and foreign substances came out of the scope connector. This report is being submitted for the reportable malfunction found during the device evaluation.